Event description:
The right atrial lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned to the manufacturer, analyzed and environmental stress cracking breach was noted on the outer insulation and the proximal conductor was pulled/stretched/overstressed. There was metal ion oxidation of the outer insulation as well as a depression and cosmetic environmental stress cracking of the outer insulation. Concomitant: addr01 ipg implanted: 2010-(B)(6). (B)(4).